Event description:
It was reported that this right ventricular (rv) lead is suspected to present ventricular undersensing and noise due to lead dislodgement and elevated thresholds. There are also concerns regarding a possible ventricular tachycardia although technical analysis cannot rule out supra ventricular tachycardia. The r wave presented low amplitude which was presented with baseline noise and artifact prior to ventricular pacing. Lead was repositioned. No adverse patient effects were reported.